Event description:
It was reported that a leak was observed in the vacuum valve of the cardiosave intra-aortic balloon pump (iabp). It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
The full name of the event site address was shortened due to field character limit; the full name is (B)(6). Type of investigation not yet determined: a supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported during routine check a leak was observed in the vacuum valve of the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement.

Manufacturer narrative:
Additional information - e1 (postal code: (B)(6)). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the drive manifold assembly, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.